Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
End user alleges being injured when transferring patient with hoer that was not operating properly and had to wait for another person to assist.